Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. Additionally, it was reported that an inaccurate fill estimate reading occurred. Customer's blood glucose level ranged between 400 mg/dl and in the 500's (mg/dl) which was addressed by delivering a bolus. Reportedly, the customer continued to use the pump for insulin therapy.